Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2019-14265. It was reported that the right ventricular lead exhibited out of range impedance and high capture thresholds. The patient presented in clinic for a lead revision. The lead was capped and replaced on (B)(6) 2019. During the procedure, the implantable cardioverter defibrillator was prophylactically replaced. Patient was in good condition post procedure.